Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort when rv (right ventricular) pacing. It was found that the right ventricular (rv) lead¿s threshold had increased suddenly. The patient was sent for a lead revision. At the time of the lead revision it was noticed under fluoroscopy that the helix would not extend out the tip of the lead. This was also noticed again after the lead was taken out and tried to extend the helix again. A new lead was then implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.